Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025 the patient was admitted to the emergency department (ed) for syncope. On (B)(6) 2025 the patient passed away from a cardiogenic shock.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025 the patient was admitted to the emergency department (ed) for syncope. On (B)(6) 2025 the patient passed away from a cardiogenic shock. It was further reported that while the patient was in the hospital, presented altered mental status and experienced atrial arrhythmias driven by underlying emphysema, following a prior ablation procedure.